Manufacturer narrative:
E1 phone number: (B)(6). D4: UDI and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device repeatedly tripped the power supply, resulting in multiple theatre shutdowns. Upon testing within their department, it again produced electrical sparks and led to a power outage at the test bench, despite the 10a fuse in the socket remaining intact. The fault happened during a procedure. The patient was 66-85 years old. It was stated that the patient had a big operation (flap). During the operation the power went off, other sockets were tried which also tripped, and one of the extension cables used burned during the procedure causing electrical sparks. Altogether, the power went off 5 times throughout the procedure. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
One device was returned for investigation. Customer's stated problem was confirmed due to defective power cord. Per the device history log records, there was no service within the last 12 months. The device passed electrical safety and functional test after replacement.